Event description:
It was reported that device is overheating. There was no harm for the patient, operator or third party reported. No further information received.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The reported event was not confirmed. The service evaluation revealed a broken grabber mount but no other damages or malfunction had been observed.